Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the root cause of the reported deviations was due to shifts in registration as a cause of interbody insertion, resulting in superior and lateral deviations. The placement of the interbodies shifted the vertebral position and caused forward displacement, which is evident in the mismatch observed on the approved registration screen, aligning with the reported deviations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h6: clinical system data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a screw deviation of 3 millimeters (mm) on the head side was revealed using the non-medtronic imaging system. The screw was reinserted using the non-medtronic imaging system. It was noted it was a posterior fixation of levels l2-l5. The screws were inserted in order of l2 left, l2 right, l3 right, l4 right, l4 left, l5 left, and l5 right. All 4 right screws were inserted with misalignment to the head side. The cause of the misalignment was believed to be a bone misalignment, as the cannula was firmly pressed against the bone before the right screws were inserted. The registration was CT-fluoro and the inaccuracy occurred when navigating. The use of the navigation system was discontinued. There was no impact to patient's outcome and surgical delay was less than one-hour. Additional information was received. It was reported that the procedure was completed freehand.

Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.